Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went swimming with the insulin pump on. Customer stated that there was moisture under the display and inside the battery compartment. Customer's blood glucose was 85 mg/dl. Customer reported there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan and that the pump is not waterproof.